Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2014-03549 and 3005099803-2014-03550.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4) for product code otn. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2014-03549 and 3005099803-2014-03550.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2014-03549 and 3005099803-2014-03550.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Please see attached spreadsheet for the bimonthly submission due october 31, 2014. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2014-03549 and 3005099803-2014-03550.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Please see attached for supplement submission due (B)(4) 2015.